Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic wedge resection of lung, when they fired the device, the firing stopped after 5mm. The display screen did not show the excessive force indicator but showed normal progress indicator. The surgeon pushed the center control button down, however the device did not react. They pushed the button, up then returned the knife to the initial position. Replaced by a new reload and the firing was successful. No patient injury.